Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user called about calibrating the ilet after it showed a blood glucose (bg) of over 300 mg/dl while a fingerstick read a bg of 187 mg/dl. The agent guided the user through manually entering bg and advised the user to be patient while the sensor adjusted to the correct reading. There were no symptoms reported by the patient during the event, and no medical intervention reported at the time of call.